Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 8/4/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported that ¿june 10 was one of them; and can't remember the other but most likely the week before, also in june. Both were breast lift surgery (vertical mastopexy).¿ did the suture needle pull off issue occurred in two separate procedures? Yes was the second procedure previously reported to ethicon? If yes, please provide complaint file number for the second procedure involved. The first one was not; the second one was - as this is for the second one. I had previous instances but those were not reported because they occured relatively infrequently. How many devices that had suture needle pull off issue for each procedure involved? Dont understand this question. Lot number - provided in previous email- please see your original email for information event date - june 10th and another date prior to- most likely one week before product code 4-0 monocryl y426h note: event for second patient reported in reported via 2210968-2021-06103 and 2210968-2021-06104. Event for first patient referenced reported in 2210968-2021-06993. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Pc-(B)(4). Date sent to the FDA: 8/4/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: please provide procedure name and date - june 10 was one of them; and can't remember the other but most likely the week before, also in june. Both were breast lift surgery (vertical mastopexy). Please specify if the needle(s) broke or pull off of the suture? As I was doing a running subcuticular suture with the 4-0 monocryl suture, as I picked up the needle with the needle driver to pull through the skin (no scar- normal resistance), the needle broke off on its own as it were a pop-off. What tissue was being sutured when the event (needle breakage) occurred? Skin- subcuticular layer. Did the needle piece(s) fall into the patient? No if yes, were they retrieved during the same procedure? The needle remained on my needle driver but was separated from the suture itself. How was surgery completed? Got new 4-0 monocryl sutures to complete surgery. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿june 10 was one of them; and can't remember the other but most likely the week before, also in june. Both were breast lift surgery (vertical mastopexy).¿ did the suture needle pull off issue occurred in two separate procedures? Was the second procedure previously reported to ethicon? If yes, please provide complaint file number for the second procedure involved. How many devices that had suture needle pull off issue for each procedure involved? Lot number, event date, product code. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-06103 and 2210968-2021-06104.

Event description:
It was reported that a patient underwent a breast surgery in (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.